Event description:
A health care professional reported that during an intraocular lens (iol) implant procedure, lens was twisted and damaged. Hence the lens was replaced with another lens during the same procedure. There was no patient harm.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).